Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer followed instructions from technical support to remove the cartridge and inspect the o-ring, and then cleaned the pneumatic tap area of the pump. Despite these efforts, a malfunction occurred, and the pump could not be used.